Event description:
The rptr did back to back blood glucose tests, mins apart, using the same fingerstick, and got results of 50 and 37 mg/dl. She did not have any symptoms. Upon follow-up, the rptr stated that she had left the lid off the test strip vial for a few mins each time she had tested. After opening a new vial of strips, the rptr did not have problems with meter results. She performed a control solution retest using new strips and got a result of 100 which was within range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8